Event description:
The customer reported a nurse that was supervising a code asked a floor nurse to hang a normal saline bolus to address a low blood pressure. The floor nurse grabbed a bag of fluid from the supervising nurse's supply bag and attempted to scan the normal saline with an auto ID. The pump refused the bag 3 times and the floor nurse decided it was a pump failure and manually programmed the fluid under basic infusion. The bag was actually dopamine and not normal saline. She did bolus the patient with dopamine. Information from the customer was that there was no patient harm. Although requested, there is no further information.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse that was supervising a code asked a floor nurse to hang a normal saline bolus to address a low blood pressure. The floor nurse grabbed a bag of fluid from the supervising nurse's supply bag and attempted to scan the normal saline with an auto ID. The pump refused the bag 3 times and the floor nurse decided it was a pump failure and manually programmed the fluid under basic infusion. The bag was actually dopamine and not normal saline. She did bolus the patient with dopamine. Information from the customer was that there was no patient harm. Although requested, there is no further information.